Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint of "gear operation failure". Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to mishandling/misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had gear (input disk) operation failure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ¿gear operation failure¿ was related to the fenestrated bipolar forceps instrument not moving as instructed. The customer was told that if they had ¿broken¿ during a case, a backup would have been used to finish the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had gear operation failure, report was ambiguous and it can be likely that instrument was not not moving as instructed. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.